Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 328mg/dl. The customer experienced vomiting, aches and chest pains. The mother mentioned that her son changes the battery every two to three days. Troubleshooting was performed, and the drive support cap appears to be normal. The time and date were incorrect. Assisted the mother with correcting them. The basal rates and bolus wizard were correct. Assisted the caller to run a manual prime test and the insulin did exit. The mother called again and stated that his doctor had taken off the insulin pump until they can figure out if the insulin pump is malfunctioning. Advised the mother that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.